Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker depleted prematurely. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Device image showed that eri flag was triggered while battery voltage was still above eri. There was evidence from the device image that auto-capture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and falsely triggered the eri flag. Analysis performed after clearing the eri flag did not find any anomaly, and battery voltage was still within normal operating range. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.